Event description:
A surgeon reports a patient had an unexpected postoperative refraction of -2.75 following cataract surgery. The patient does not wish to have the intraocular lens exchanged. Glasses have been prescribed and the patient's condition will continue to be monitored. The surgeon identified transient postoperative choroidal detachment due to ocular hypotension as a possible contributing factor.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.